Event description:
Additional information: conflicting information was provided that the date of explant was in (B)(6), 2011; however, the exact date of explant was not provided. A total device system explant was performed. The patient was administered perioperative antibiotics. The patient symptoms included fever, redness, swelling, drainage and incisional wound opening which occurred at the device pocket. A culture was obtained but results were unknown. The patient was given treatments of intravenous and oral antibiotics. The patient outcome was reported as infection resolved and the patient was implanted with a new device system on (B)(6), 2012.

Event description:
It was reported that the patient had an infection, and the pump was removed in (B)(6) 2011. The patient was hospitalized four times, and was in the intensive care unit twice. The patient had a stroke on (B)(6) 2011, which was noted to be "as result of the pump." The device system was used to deliver hydromorphone (dilaudid). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8835, lot# serial# (B)(4), product typ programmer, patient; product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product typ catheter. (B)(4).